Event description:
It was reported that the patient called the ventricular assist device(vad) at home with a driveline power fault and was coming in to be evaluated. The patient arrived to the emergency department with a "driveline power fault" alarm. The patient also had known damage to the driveline above the modular cable connection and that had been taped. A new controller was installed on (B)(6) 2023 and the log captured multiple driveline power faults (b). The controller and modular cable replacement did not resolve the issue. Additional information stated that tech services was onsite for a heartmate 3 driveline repair on (B)(6) 2023. There was notable damage on the proximal side of the modular cable connector. It was splinted with tongue depressors and tape for support. Tech services opened up the layers of the driveline until the wiring was exposed and saw multiple black char marks on the wiring. The red power and blue ground were almost completely severed hanging on by a few strands and completely blackened. The yellow and green comm wires had cuts in the insulation but the wiring was intact. It appeared the cuts were superficial. Kapton tape was applied to the comm wires. The black and brown wire were not damaged and fully intact. The blue and red wire were fused together due to the short and had to be pulled apart without damaging the integrity of the wire so they could be spliced back together. This was completed successfully. The repaired area was wrapped with kapton tape and finally a layer of rescue tape. According to the log the fuse was still open so a controller exchange was performed after splicing of the wires and the power faults resolved.

Manufacturer narrative:
Reference MFR #2916596-2022-00814 (previous driveline damage). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number for the pump: 2916596-2023-00646 related manufacturer reference number for the second system controller exchange: 2916596-2023-00894.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of driveline power fault alarms and an open fuse were confirmed via evaluation of the returned system controller. The submitted and downloaded system controller event log files contained approximately 2 days of data combined (19jan2023 ¿ 21jan2023 per the timestamp). The log files captured controller fault alarms on (B)(6) 2023 at 12:12:47 and from 14:55:51 to 14:57:01 due to fuse b being open. The log files also captured a driveline power fault alarm on (B)(6) 2023 from 12:12:49 to the end of the log file (captured on (B)(6) 2023 at 13:36:27) due to a pwr_b_broken fault. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was disassembled to inspect the internal components revealing that fuse b was damaged. The damaged fuse was replaced with a new fuse. After replacing the damaged fuse, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended after the fuse was replaced. Additional information provided communicated that a couple wires in the driveline were compromised; this is consistent with the data captured in the log files and evaluation of the returned system controller. The root cause of the atypical alarms and damage to the fuse was determined to be compromised wires in the driveline. The device history records were reviewed and the records revealed that the heartmate 3 system controller, was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to troubleshoot all alarm conditions, including the driveline power fault and controller fault alarms and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.